Manufacturer narrative:
This is 1st of 2nd MDR. Section d4: expiration date, gtin : updated. Section h3: device evaluated by mfg: updated. Section h4: mfg. Date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the lumen of the microcatheter, which is aligned with the event description. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The hub of the microcatheter was removed in order to retrieve the stent. All 3 marker bands were present on both ends of the stent. Deformation was present throughout the stent. The stent was broken/fractured at the distal (open cell) end. There was a material present on the stent. It is possible that this is polytetrafluoroethylene (ptfe). The sdw was kinked/bent at the distal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported damage stent deployed prematurely during use was confirmed during device analysis. The remaining reported stent difficult/unable to pull stent back into sheath could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'severely tortuous'. It was reported that 'after successfully positioning the microcatheter, an atlas stent was normally introduced into it. However, as the stent was advanced upward to the c4 segment of the internal carotid artery (ica), the tip of the microcatheter suddenly dropped to the area of the c5 segment. The physician surmised that this movement might have been due to excessive tortuosity and tension in the patient's vasculature. The physician attempted to retract the stent back into the introducing sheath for retrieval but found that it was stuck between the introducing sheath and the microcatheter's hub. Upon closer inspection, the physician observed that the stent had deployed at the hub connection. Consequently, the physician withdrew the microcatheter and opted to continue the surgery using another stent and a microcatheter'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter lumen. The proximal marker bands were just visible in the microcatheter hub. Once removed, the stent was noted to be significantly deformed, and it was broken/fractured at the distal (open cell) end. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent, especially towards the distal end of the wire. The user may have attempted to reload the stent back into the introducer sheath at the proximal end of the microcatheter lumen. The sheath would have to be very carefully positioned in order to be able to successfully load it back into the sheath. However, the stent was no longer loaded on the sdw and was noted to be in the proximal end of the microcatheter lumen. The significant deformation and the fracture noted to the distal end of the stent cannot be easily explained if the stent had not been retracted into the hub and manipulated out of the hub. If the rotating hemostatic valve (rhv) vent cap was not sufficiently tightened, it is possible for the sheath to experience distal or proximal movement after it has been positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub (for example) would result in a gap between the distal end of the sheath and the proximal end of the microcatheter lumen. If this were to occur, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the stent. During this action the distal bumper of the sdw will slip through the stent as the stent reaches the hub of the microcatheter, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation for the analysis findings (stent severely damaged, sdw damaged, stent location and not loaded on the sdw). However, we are informed that the user did not experience any resistance when advancing the stent. The reported damage stent deployed prematurely during use, stent difficult/unable to pull stent back into sheath as well as the as analyzed damage stent deployed prematurely during use, stent deformed, stent broken/fractured during use, sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during m1 segment bifurcation aneurysm of the middle cerebral arteries (mca), as the physician advanced the subject the stent, the microcatheter moved from the treatment site. The physician attempted to retract the stent back into the introducing sheath for retrieval, but it was stuck between the introducing sheath and the microcatheter's hub. Upon inspection, the physician found that the device had deployed halfway in the microcatheter hub and microcatheter shaft. The subject device was replaced any procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during m1 segment bifurcation aneurysm of the middle cerebral arteries (mca), as the physician advanced the subject the stent, the microcatheter moved from the treatment site. The physician attempted to retract the stent back into the introducing sheath for retrieval, but it was stuck between the introducing sheath and the microcatheter's hub. Upon inspection, the physician found that the device had deployed halfway in the microcatheter hub and microcatheter shaft. The subject device was replaced any procedure was completed successfully with no clinical consequences to the patient.